Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that during the patient's mobilization, the sensor cable has disconnected from the device. The icp could not be controlled. A new device has to be placed.